Manufacturer narrative:
(B)(6).

Event description:
It was reported that the osteoraptor suture anchor broke during implantation during a shoulder scope procedure. After a delay of 15 minutes, a backup device was used to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
One 72201993 osteoraptor 2.3mm suture anchor with 1 ultrabraid and 1 cobraid blue returned. This device is used. This device is a year old. It shows damage, but only to the distal end. The anchor is cracked on two sides from the inside out at its most proximal threads. The minor shaft tip does not show any bend where inserted into the anchor. The maximum shaft has no bow and does not indicate aggressive use. Per the complaint details the site was ¿pre-drilled¿. Specifics are not listed. A 2.9mm in line drill, 2.9mm obturator and specific drill bit are the recommended prep instruments for this product. These are purchased separately. The anchor has encountered force causing fracture, but it is unknown how that occurred. No root cause related to the manufacturing of this device can be established. No further investigation warranted.